Event description:
It was reported that a patient underwent a breast surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient experienced bilateral breast pain, hardening, and deformity. Subsequently, she was diagnosed with bilateral baker grade IV capsular contracture and a ruptured right breast implant by a medical professional. As a result, the patient underwent bilateral removal and replacement with 270cc mentor smooth round high profile saline breast implants on (B)(6) 2024. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).